Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that teeth #1, 16, 17 and 32 had to be extracted. Patient advised by dentist to stop treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.